Event description:
It was reported that inadvertent deployment occurred.the 100% stenosed target lesion was located in the moderately tortuous, severely calcified superficial femoral artery. The lesion was pre-dilated with a 5mm balloon and then an eluvia drug-eluting vascular stent system was advanced. It was tried several times to cross the lesion, however, it was unable to cross. The device was removed and the tip where the stent deploys was found to be slightly damaged and the stent was exposed by about 0.5 mm. Another pre-dilation was performed with a mustang balloon and the procedure was completed with a new eluvia stent system. The patient was in good condition after the procedure.